Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. Diseased areas were noted in the right coronary artery (rca) with 90% stenosis, left anterior descending artery (lad) with 95% stenosis and the mildly tortuous and non-calcified left circumflex artery (lcx) with 80% stenosis. Pre-dilation of the rca was performed with a 2.00 x 10mm non-boston scientific (bsc) balloon catheter, followed by deployment of a 4.00 x 20mm promus elite drug-eluting stent (des). A 32 x 3.00mm promus elite des was then deployed in the lad at 12 atm. After post-dilation of the stent; a distal edge flow-limiting dissection was observed. A 3.00 x 16mm promus elite des was implanted to cover the dissection. Finally, a 2.50 x 16mm promus elite des was implanted in the lcx. The procedure was completed with no further patient complications. The patient status was stable after the procedure.